Event description:
The customer reported that for the last two months her contour next link 2.4 meter showed around 60-80 mg/dl difference in blood glucose readings when compared with another meter. One of the readings that customer provided while she was getting difference in readings was from (B)(6) 2019, which was 161 mg/dl. No specific reading obtained on another meter was provided. During the period of two months, at several occasions, the customer had hypoglycemic and hyperglycemic symptoms. When the customer's blood glucose levels were low, she had symptoms such as shakiness and dizziness. While, when her blood glucose levels were high, she had symptoms such as frequent urination. The customer stated that sometimes when she took insulin based on the meter's readings, her blood glucose levels dropped immediately. No further event details were provided. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.